Event description:
It was reported that balloon rupture occurred. The 96% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilation, a 3.50 mm x 20.00 mm agent dcb was introduced for treatment. However, the balloon ruptured because the calcium was so severe and hard. The procedure was completed with a different device. There were no patient complications, and the patient condition was stable.